Manufacturer narrative:
Additional suspect medical device component involved in the event: product family:scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing lack of left side coverage and getting quite a bit of rib cage stimulation due to lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were discarded by medical facility.